Event description:
During a coil embolization procedure, the first orbit rdfl complex mini coil (half orbit is in the aneurysm), it stretched. Then operator pulled both sl10 from boston scientific (mc) microcatheter and the coil out of patient. The physician succeeded when repositioning the same mc in the aneurysm and used a new 4x7 coil to process the case. No impact to the patient. The target site was the acom artery (anterior communication with a bifurcating aneurysm that measured 4x4, neck 2, and neck to sac ratio was 1/2. Balloon remodeling was not utilized during the procedure. No resistance was noted during advancement of the coil through the mc. The mc was not kink. The event did not occur during insertion through the microcatheter prior to exiting the mc or repositioning the microcatheter. During repositioning, the coil was not oil utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After taking the devices out of patient, the operator took the coil from distal part of the mc and took its delivery system out from proximal part of the mc.

Manufacturer narrative:
During a coil embolization procedure, when first coil a 4x7 orbit rdfl complex mini coil was half in the aneurysm when it stretched. The sl10 microcatheter (boston scientific) and the coil were removed from the patient as a unit. There is no information available regarding the details of what was being done when the coil stretched. It is not known if the coil was being repositioned or if resistance was encountered. The same microcatheter was repositioned in the aneurysm and a new 4x7 coil was used. The procedure was completed without impact to the patient. The target site was the anterior communicating (acom) artery with a bifurcating aneurysm that measured 4x4, neck 2, and neck to sac ratio was 1:2. Balloon remodeling was not utilized during the procedure. No resistance was noted during advancement of the coil through the microcatheter. The microcatheter was not kinked. During repositioning, the coil was not utilized like a guidewire, i.e., it was not left in the aneurysm sac while repositioning the microcatheter. After the microcatheter and coil were removed as a unit from the patient, the coil was removed from the distal end of the microcatheter and the delivery system withdrawn from the proximal part of the microcatheter. The distal part of the coil was pulled apart by force from the remainder of the coil, but a section of the coil was still attached to the delivery system. The coil was broken in two pieces when pulled apart, and the coil was not deployed with the dcs syringe. Other than the reported event, no other damages were noticed with any other section of the device. No further information is available. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found. The support coil was not damaged. The introducer was unzipped and not damaged. The gripper was found damaged. The embolic coil was not attached to the gripper, it was provided in a small bag. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope and damages were observed over the gripper and the embolic coil was found kinked and stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471206 coil subassembly lot 14044360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. The cause of the damages found over the unit could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place to prevent these kinds of damages from leaving the facility. Although based on available procedural information pertaining to the stretching of the coil, no conclusion can be made, based on the analysis procedural /handling factor appear to have impacted the reported event and as reported, the additional damage and coil separation was due to post removal handling. With review of the available information there are no identified manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After the microcatheter and coil were removed as a unit from the patient, the coil was removed from the distal end of the microcatheter and the delivery system withdrawn from the proximal part of the microcatheter. The distal part of the coil was pulled apart by force from the remainder of the coil, but a section of the coil was still attached to the delivery system. The coil was broken in two pieces when pulled apart, and the coil was not deployed with dcs syringe. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available. Additional information will be submitted within 30 days of receipt.